Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 500 mg/dl without insulin pump's insulin injection for correction. Customer stated that the battery cap was missing and unable to find. Customer stated that insulin pump had neither been bumped nor dropped. Customer declined the troubleshooting. The device will not be returned for analysis.